Event description:
A customer observed biased phyt results on the vitros 5.1 fs system. The patient result was not reported to the physician biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the analyzer posted wash error codes on multiple samples. A field service technician performed a phyt precision test with unacceptable results. The technician adjusted the wash shuttle and wash position. Post service precision tests showed the vitros 5,1 fs analyzer was restored to expected operation. The root cause of the event was instrument related.